Manufacturer narrative:
According to the customer, on 04/09/2024 the foley balloon did not inflate requiring an additional catheter to be placed. The customer reported there was "no injury" to the patient as a result of the reported incident. The customer reported there was no serious injury, medical intervention, or follow-up care needed related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on 04/09/2024 the foley balloon did not inflate requiring an additional catheter to be placed.